Event description:
It was reported that the customer's insulin pump had a motor error alarm during a bolus, with no significant events having occurred leading up to the alarm. The customer was advised to try a different model infusion set in the future due to connection issues the customer mentioned. Because of the motor error, the insulin pump will be replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms noted. Unable to prime during prime/aa33 test due to faulty fsr (gold). Motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.